Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: spain footplate broke off device; device would not cut.

Manufacturer narrative:
The working end of the kerrison bone punch is broken off. The kerriosn punch was analyzed with the digital microscope. A hardness test with device was performed. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. At the upper part, signs of pressure are recognizable. This also indicates an overload situation. The device history files have been checked and were found to be according to the specifications. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. This kind of instruments is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range.